Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the infusion made an audible sound for 15 minutes as if the buttons were being pressed. As a result, the buttons on the infusion device stopped working for a few minutes.